Manufacturer narrative:
The customer's report was observed during testing. However, the reported problem could not be duplicated. The board was tested by being installed in a test unit without duplicating the problem. The analog board was replaced to remedy the problem. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.